Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted, and a small portion was not returned and not completely detached as reported. The device was connected to a test hand piece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a rectosigmoidectomy procedure (surgery with a big tumor), the surgeon used the device in its maximum potency during two hours and thirty minutes. He believes that this is the reason why the product heated and melted the antiadherent rubber. It released the antiadherent part of the tip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.